Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 302995 batch#: 4129250. It was reported that the bd syringe 10ml ll s/c 200 packaging had poor perforation / slit. The following information was provided by the initial reporter: complaint received via. We are unable to peel apart the individual syringe. When attempting to do so the package rips apart, breaking the sterility and 5 syringes at a time are wasted.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Ten samples and one photo were provided to our quality team for investigation. A visual inspection was performed, and no perforation observed on either strip of packages. The condition observed is non-conforming per product specification. Potential root cause for the uncut packages defect is related to the packaging process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4129250. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.